Manufacturer narrative:
(B)(4). The insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. However, hardware low level failure alarm confirmed in the pump history due to broken trace on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error during self test. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was able to passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.